Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered due to the related right ventricular (rv) lead exhibiting an increase in the shock impedances of greater than 200 ohms. Additionally, a decrease in pacing impedances of less than 300 ohms was also observed, with low amplitude. It was also noted that the previous chest x-rays had always been normal, and the shock impedances had been in the mid 40's. Subsequently, this cardioverter defibrillator was explanted and replaced with a competitor's system. The related rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information: the field representative provided further information indicating that there was no allegation against this device and that it was only a lead related issue. This device is not intended for return.

Event description:
It was reported that an alert was triggered due to the related right ventricular (rv) lead exhibiting an increase in the shock impedances of greater than 200 ohms. Additionally, a decrease in pacing impedances of less than 300 ohms was also observed, with low amplitude. It was also noted that the previous chest x-rays had always been normal, and the shock impedances had been in the mid 40's. Subsequently, this cardioverter defibrillator was explanted and replaced with a competitor's system. The related rv lead was surgically abandoned. No additional adverse patient effects were reported. It is currently unknown as to whether this device is available for return. A good faith effort will be submitted to the field to obtain product return.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.